Event description:
It was reported that the patient stated he had an inflatable penile prosthesis (ipp) lgx implanted in (B)(6) 2019. Once sufficiently healed, the patient began inflating/deflating the device as recommended and observed a decrease in penile length and girth of approximately 1.75 and 1.5 inches respectively. The patient also reported messy urination and inability to fully empty their bladder. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of device size and urinary issues, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review was performed and according to the ipp instruction for use document, dysuria and urinary retention are documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of issue of device size and urinary issues cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient stated he had an inflatable penile prosthesis lgx implanted in (B)(6) 2019. As soon as the healing process was better, and the patient began to inflate and deflate, as an exercise, he observed that lots of length was lost, about 1 3/4", and girth was also lost, about 1 1/2" diameter. When the patient urinates standing, he makes a horrible mess and can no longer can fully empty his bladder. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.